Manufacturer narrative:
Additional information, including x-rays, have been requested as part of the evaluation. The representative has indicated that the product will not be returning as it was apparently discarded. The lot numbers of the plate and screws were not provided and therefore, the manufacturing records for the specific lots have not been reviewed. No firm conclusions can be drawn regarding a possible cause of the screw back-out at this time. The manufacturer will continue to monitor issues of this nature. Device not returned.

Event description:
Blue ridge screw backed out of a two-level plate approximately two to three months post-operatively. The patient was revised however, implants discarded.